Event description:
Customer reported receiving a reading of 149 mg/dl at 5:40 pm then experiencing hypoglycemia with a loss of consciousness around 7:00 pm. The customer was taken by ambulance to the hospital. Enroute to the hospital, pt was treated with a sugar water substance (dextrose). Comparison readings from the hospital were not provided by the customer. Testing was conducted on the fingers.